Manufacturer narrative:
Complaint conclusion: as reported by the legal department, the plaintiff, underwent placement of a trapease vena cava filter on or about (B)(6) 2011. The filter subsequently malfunctioned and caused injury and damages to the patient. Including, but not limited to, inspiratory collapse of the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The product¿s instructions for use indicates that the device should only be used by physicians who are trained in diagnostic and percutaneous interventional techniques, for instance placement of vena cava filters. At this time, there is nothing to suggest that the unspecified allegation against the device is related to the design or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the plaintiff, underwent placement of an  trapease vena cava filter on or about (B)(6) 2011. The filter subsequently malfunctioned and caused injury and damages to the patient. Including, but not limited to, inspiratory collapse of the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages.